Manufacturer narrative:
H3, h6. The associated device was returned and evaluated. The visual inspection identified a partial break of the central peg and signs of wear on the outside of the trial, including some scratches and dings consistent with were expected during insertion and removal. The rss glenosphere trial concentric-s is a reusable instrument expected to be used across multiple surgeries. The instrument is made from plastic and features a center peg which is repeatedly inserted into and removed from other instruments or implantable components in order to evaluate the fit of the implants. Repeated use of this device may result in wear to the instrument over time. Based upon visual evaluation, and the intended use of the device, the most probable root cause is wear and tear due to normal use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a reverse shoulder arthroplasty, a rss glenosphere trial. Concentric-s broke when it was being removed. The procedure was completed, without any delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.